Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. A percutaneous transluminal coronary angioplasty was performed on a 90% stenosed lesion in the mid left anterior descending (lad) artery. Following predilatation with a 2-10mm balloon, a 28 x 3.00 promus elite stent was advanced to the target lesion and deployed. Following stent deployment, a distal edge dissection was noted at the distal part of the lad. Another stent was deployed to cover the dissection and complete the procedure. It was noted that there was significant resistance while operating the device. No further patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. E1: initial reporter address 1: (B)(6). B3: date of event corrected.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. A percutaneous transluminal coronary angioplasty was performed on a 90% stenosed lesion in the mid left anterior descending (lad) artery. Following predilitation with a 2-10mm balloon, a 28 x 3.00 promus elite stent was advanced to the target lesion and deployed. Following stent deployment, a distal edge dissection was noted at the distal part of the lad. Another stent was deployed to cover the dissection and complete the procedure. It was noted that there was significant resistance while operating the device. No further patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.